Manufacturer narrative:
An event regarding damage (deformation) involving a trident driver shaft was reported. The event was confirmed. Device evaluation and results: visual inspection of the device confirms the reported event. The hexalobular driver tip is deformed. Medical records received and evaluation: not performed as patient factors did not contribute to event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 1 other events for the lot referenced. Visual inspection of the device confirms the reported event. The hexalobular driver tip is deformed. The deformation of the tip indicates that it was damaged while the device being used to tighten a screw.

Event description:
Surgeon went to use the torx screwdriver and it was close to breaking so he asked that screwdriver be sent back. We then opened another one and used it and that screwdriver was also starting to twist. He said he would feel more comfortable if both screwdrivers were replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon went to use the torx screwdriver and it was close to breaking so he asked that screwdriver be sent back. We then opened another one and used it and that screwdriver was also starting to twist. He said he would feel more comfortable if both screwdrivers were replaced.